Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has a waveform issues, changed cables still, no good. There was no pressure waveform on bedside monitor.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a waveform issues, changed cables, still no good.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to reproduce the reported issue. The fse stated that the low level bp output to bedside monitor connector had broken off the front end pcb. So, in order to fix the issue, the fse replaced the front end pcb and tested without any further issues. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for clinical use. The removed part was returned to the failure analysis and testing department for investigation. The failure analysis and testing department inspected a front end board and noticed that the front low level bp output connector is broken. No further test can be done due to the broken connector. Retaining the front end board in the failure analysis and testing department per procedure.